Event description:
The cardiologist attempted arteriotomy site closure with a techstar xl 6 fr pvs device. On needle deployment, one needle stayed in the shaft and did not present. The cardiologist removed the device. He upsized to a prostar plus 8 fr pvs device, but could not obtain hemostasis. The pt was sent for surgical closure of the arteriotomy site. Surgery was successful and the pt was discharged two days later without further complication to the access site. The returned device was inspected and performance testing completed. Inspection revealed that the needle had stalled in the barrel. Investigation of the mfg records revealed a nonconforming part in the subject lot, and this nonconformance could occasionally result in the needle stalling within the barrel of the device. Only six reports of this occurrence have been rec'd out of approx 1950 devices used worldwide since product launch in the us.